Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No changes or intervention was performed; the patient will continue to be monitored. The patient condition was stable.